Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired in 2008 as per a call from pt's daughter due to unk reasons. Implant duration 8 days. It is unk if death was device related. Daughter stated that pt had a pacemaker implanted the day before she passed away. No further details were provided.